Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to t-wave oversensing while programmed to the primary sensing vector. Technical services (ts) was consulted and reviewed stored data. Ts noted there was oversensing of noisy signals on the secondary sensing vector so it was not viable and that the alternate sensing vector was also not viable due to small signal amplitude. Ts recommended further in clinic examination. Therapy delivery was turned off. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to t-wave oversensing while programmed to the primary sensing vector. Technical services (ts) was consulted and reviewed stored data. Ts noted there was oversensing of noisy signals on the secondary sensing vector so it was not viable and that the alternate sensing vector was also not viable due to small signal amplitude. Ts recommended further in clinic examination. Therapy delivery was turned off. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates this s-ICD system was explanted since the patient no longer requires it. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.